Event description:
It was reported that during use of the device during an endoprosthesis of the distal knee and proximal right tibia, a fracture of the patient bone occurred. There was no alleged device malfunction. The fracture was detected intraoperatively, and fracture fixation was conducted in the same surgical/anesthetic procedure. The procedure was completed successfully with an unspecified surgical delay. No additional adverse consequences or medical intervention were reported with this event.